Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the lead had high impedances and was unable to enter MRI mode.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 octrode lead kit, 60cm length; however, it is unknown which octrode lead kit, 60cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(6), serial: (B)(6), batch: a000131375.

Event description:
It was reported the patient's controller displayed the "replace generator soon" message. It is unknown if this occurred prematurely. Surgical intervention took place wherein the ipg and one lead was replaced for an unknown reason. Note: it is unknown which lead is related to this issue.